Event description:
Patient was revised. Reason for revision was not provided, however, it was noted on the report from another revision that head had been removed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers were received. They provided additional information that allowed us to locate an invoice. We have corrected all relevant fields. Depuy considers the investigation closed at this time.

Manufacturer narrative:
Update rec'd 6/13/2013- ppd and sticker sheet received. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.